Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty revision on (B)(6) 2011 and then approximately 11 years, 1 month later on 16 (B)(6)2023 the patient experienced a second revision surgical procedure. The patient was revised to an exactech device. Revision operative report of (B)(6) 2023-post operative diagnosis: failed left total knee replacement secondary to wear of the bearing surface. Findings: patient was doing well and noticed increasing pain, instability, and chronic dramatic swelling of the knee that was made worse after exercise or prolonged walking. Patient received a recall letter. In (B)(6) of 2022 severe massive chronic synovitis a large synovial effusion was noted. The synovial effusion showed a predominance of monocytes and macrophages consistent with polyethylene wear and he was diagnosed as having accelerated polyethylene wear due to oxidation of the polyethylene component. Upon entering the knee, massive synovitis was noted. The femoral, tibial, and patellar components were all well fixed and there was extreme severe erosion, delamination and breakdown of the tibial polyethylene insert. A new truliant insert was implanted. Dressings were applied, the patient was awakened and taken to the recovery room in stable condition. No complications during the procedure. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
Investigation results - the revision reported in (B)(4) was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be confirmed as the device was not returned for evaluation, and images and radiographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.